Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 603 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. By reviewing the bolus history, found that the customer would not give any boluses for three to four days at a time, and would sometimes only give one bolus a day. Also found that the reservoir was empty at the time of the event, and the insulin pump was alarming no delivery. The nurse later called to inquire about further training for the customer, as the customer was not changing the infusion sets or using the bolus wizard feature. Advised that the insulin pump trainer would be contacted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.